Event description:
Information received by medtronic indicated that the insulin pump had crack on display screen. The customer was assisted with trouble shoot, however the customer will discontinue the use of pump. No harm requiring medical intervention was reported. The insulin pump was returned for further analysis.

Manufacturer narrative:
(B)(4). Retainer ring=black, customer complained on (B)(6) 2021 the lcd window is cracked. Pump received with blank display, problem isolated to the pcb2 board. Verified cause of blank display using a test pcb2 board. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked lcd window. The p-cap/reservoir does lock properly. Confirmed cracked lcd window.